Manufacturer narrative:
Evaluation summary further evaluation of the explanted device was performed at edwards lifesciences. As received, there is a big gap between two (2) leaflets at the coaptation, apparently caused by the severe outward bending of the commissure that presumably occurred during the explantation of the valve. The x-ray imaging demonstrates the wireform and stiffening band are intact and the commissure bends outward severely. The sewing ring diameter is normal. Functional testing was performed in a pulse duplicator under simulated normal physiological conditions. A sizable central hole is present in fully closed position. The central hole appears to result from the severe commissure bend, resulting in misalignment of the leaflets at the coaptation. The total regurgitant fraction (trf) was higher than the maximum percentage allowed for this size valve. The majority of the regurgitation appears to be through the central hole that appears to result from the above-mentioned valve deformation and lack of sufficient coaptation. In vitro testing could not assess the perivalvular leak observed in vivo. No echocardiogram was provided therefore the nature of the reported aortic stenosis and perivalvular leak in vivo could not be confirmed. In this case, the reported suspicion of patient prosthesis mismatch likely was the cause of the reported high gradients and stenosis that led to the patient¿s symptoms and need for surgical intervention. Additional manufacturer narrative the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
(B)(4). Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance on leaflet 2 at the inflow aspect. X-ray demonstrated an intact wireform and commissure 3 bent. The wireform was exposed near all three (3) leaflets at the outflow aspect. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl can occur as a result of many factors including anatomical factors or technique related factors and is not a result of a device malfunction. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, the clinical report of regurgitation, high gradient, and stenosis could not be confirmed through visual observations of the returned device. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Edwards received information that this 19 mm bioprosthetic aortic heart valve was explanted after four (4) months due to perivalvular regurgitation, high gradient, and stenosis, secondary to probable patient prosthesis mismatch. The patient's husband initially contacted edwards stating the patient became symptomatic shortly after surgery. Tee completed which showed "an irregular shape of the valve," a "leak," and that the patient was not "getting her blood oxygenated appropriately." The husband also stated his wife was being treated for staph epidermidis bacteria. Information was received from the hospital indicating the patient developed symptomatic congestive heart failure and hemolytic anemia. During the procedure, the surgeon had to repair a right ventricular tear, the proximal left main coronary artery dissection, and a sternal mal-union. A 23 mm mechanical valve was used in replacement and the patient was transported to the cvu in stable condition after having tolerated the procedure well. The patient was discharged home.